Event description:
The customer observed false reactive architect anti-hbs results on one patient. The results provided were: anti-hbs: on (B)(6) 2022=0.43 miu/ml (< 10 miu/ml=nonreactive). On (B)(6) 2022=1.06 miu/ml. On (B)(6)2022=0.53 miu/ml. On (B)(6) 2022=18.83 miu/ml (>or =10 miu/ml consider being protective against hepatitis b viral infection). On (B)(6) 2022=0.72 miu/ml. On (B)(6) 2022=0.32 miu/ml. On (B)(6) 2021=0.6 miu/ml. On (B)(6) 2021=0.44 miu/ml. On (B)(6) 2021=0.17 miu/ml. On (B)(6) 2021=0.02 miu/ml. On (B)(6) 2020=0.31 miu/ml. The customer concern for false reactive anti-hbs results from (B)(6) 2022. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, sensitivity testing for architect anti-hbs reagent, lot 34002fn00. Trending review determined no adverse trend for the issue for the product. The ticket search determined that there is normal complaint activity for the likely cause lot. The ticket search determined that there is normal complaint activity for the likely cause lot. Return testing was not completed as returns were not available. In-house testing was performed with a retained kit of lot, and all specifications were met, those results indicating that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. A review of the labeling addresses the customer¿s issue. Per product labelling, if the anti-hbs results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. For diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute, chronic, or recovered infection. The overall specificity for the architect anti-hbs assay (determined by considering result values of = (B)(4) as reactive) was estimated to be 99.22% at the lower 95% confidence level, therefore false reactive results may at times occur. False positive results may arise as a result of sample or reagent integrity issues at time of testing and details regarding sample and reagent handling are provided within the product package insert. A manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Based on the investigation no product deficiency was identified for the architect anti-hbs reagent, lot 34002fn00.

Manufacturer narrative:
This follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.